Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported an ¿insulin overdose¿ occurred in the middle of the day because of inaccurate values. On (B)(6) 2022, in the morning, the patient took long-term insulin to bring his glucose value down to where it needed to be. At 10:00 am, the patient reported feeling tired and went to bed. He woke a while later and because his phone was nearby, he asked siri (iphone assistant) to call a friend who knew he was diabetic. Who figured out what had occurred and called emergency medical services. Because a door at the patient's house was unlocked, the paramedics were able to enter the house and assist the patient. A bg was performed which was 100 points lower than the cgm value (the bg and cgm values were not provided). The patient was transported to the hospital where unspecified treatment was provided and the cgm values remained 100 mg/dl higher than his bg. The patient recovered and was released. Multiple attempts were made to contact the patient which were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction is required. The patient reported that inaccuracies with this sensor session was first noticed on (B)(6)2021. On (B)(6) 2021, the patient experienced an adverse event due to inaccuracies.

Manufacturer narrative:
(B)(4).